Event description:
It was reported that the customer reported he had high blood glucose at 307 mg/dl. Troubleshooting was performed with the insulin pump. Insulin exited the tubing during a manual prime and no air bubbles or leaks were found. The high pressure test was performed and failed twice. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.